Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water did not drain completely from the cuff during testing of foley catheter.

Event description:
It was reported that water did not drain completely from the cuff during testing of foley catheter.

Manufacturer narrative:
The reported event is confirmed- other. Received (3) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no leaks. With the return syringe attached attempt to deflated balloon with returned syringe: did not deflated passively in under 5 minutes. The remaining solution was removed, and the test was performed again with the (in-house) syringe. The catheter was able to deflate passively in under 5 minutes: 2 min and 9 secs with no issues or cuffing. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no leaks. The complaint is against the syringe. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: contents: temperature-sensing catheter, <with bard® hydrogel and bacti-guard®* silver alloy coating >, water-soluble lubricant, closed drainage bag with urine-meter, (complete care® type), syringe prefilled with sterile water, bard®10% povidone-iodine solution, tweezers, cotton balls, sheet, gauze pads, and gloves. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.